Event description:
It was reported that a spectrum pump would not detect an upstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the undetected upstream occlusion caused by a dried solution on the upstream sensor assembly. The dried solution was removed and the device was calibrated to ensure proper occlusion detection.